Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medstation 7w auxiliary matrix drawer required maintenance. A field service engineer upon arrival found no error icon. The field service engineer checked the bus cable between auxiliary and comm sled and tested all drawers in hardware test application. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed. The customer reported that they utilized the another station to obtain their medication. There were no adverse events or injuries reported based on this event.